Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's controller was exchanged because it was not interacting with the power module/monitor. When plugged into the white cord, the monitor did not receive any data and the issue did not resolve when troubleshooting with a second power module and monitor. However, after the controller was exchanged there were low voltage and no external power alarms on the new controller. There were no external power alarms when connected to wall power despite a 5200 revolutions per minute (rpm) reading. The controller was exchanged a second time which resolved the issue.

Event description:
The patient tolerated the exchange well, however, the patient did feel dizzy when the exchanges were occurring and issues were being had with the backup controller. The patient was seen by the physician during and after the exchange and there were no concerning or lasting issues. Second controller referenced in MFR# 2916596-2022-12287.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of communication issues between the system monitor and the controller was able to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis, and a log file was downloaded for review. A review of the submitted log files showed events spanning approximately 6 days (10may2022 ¿ 12may2022, 17jun2022, 01jan2000, 22jun2022 per timestamp). Events occurred on 01jan2000 took place when the clock was not set; therefore, the exact dates and times were unable to be accurately recorded. Events captured on 17jun2022, 01jan2000 and 22jun2022 took place in the testing labs at abbott. The driveline was disconnected on 12may2022 at 10:45:32 and the controller was shut off at 10:46:21. There were no other notable alarms active in the log file. Pump operation was not affected while the driveline was connected. The controller was connected to a mock loop and no communication was established with the system monitor. The power cables were replaced with test cables and communication was restored. The controller underwent preliminary and functional testing with the test power cables and passed. The controller was able to function as intended. The controller power cables were cut open to inspect the condition of the underlying layers. The orange communication wire in the white power cable was found to be broken. The root cause of the reported event was conclusively determined to be caused by damaged wires. The device history records were reviewed for the system controller and was found to pass all manufacturing and qa specifications before being shipped to the customer on 22jun2018. Heartmate iii instructions for use section 2 entitled ¿system operations¿ and heartmate iii patient handbook section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ the patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.